Event description:
Customer reported "k-wire attachment is damaged, clamped k-wires when drilling (metal chips); return spring on the handle is faulty. Setting average 12-22. Main device: socket for drills and k-wires is loose. Gear noise is dragging." This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor and control unit were not functioning properly. Maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.